Event description:
User facility reported to FDA on 7/20/99 that a resident of its facility expired on 7/11/99 after enteral feeding pump's "failure to deliver fluid at prescribed flow rate" resulted in an "incorrect amount of tube feeding on 7/10/99." User facility reported that the physician's order was for 1500cc/24 hr and that, according to the rn who administered the feeding, 1500cc was started at 8:30pm and the bag was empty at 11:50pm. User facility noted that there was an undetermined amount of formula leakage on the linens. Personnel have made numerous efforts to obtain additional info regarding the alleged incident from user facility (including a visit to the facility), but user facility personnel have apparently been instructed not to discuss the incident with personnel. Thus, these efforts have been unsuccessful to date.